Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware error. At the time of the call, dexcom technical support advised patient to reset device. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4).the returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code. The root cause was determined to be a defective component in the receiver's printed circuit board.